Event description:
Customer reported her insulin pump alerts no motor power. Customer was able to rewind the device and see drops. Customer's blood glucose was 118 mg/dl. The alarm history showed a no power, motor error, and low reservoir alarm. The battery compartment and cap are not damaged or corroded. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. Customer is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).